Manufacturer narrative:
Correction made to h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and speckled spots on the silicone tubing was observed. Due to the nature of the sample, an evaluation of the spots could not be performed therefore the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of a minicap transfer set. This was noticed during use of peritoneal dialysis therapy. The transfer set was in use for approximately three weeks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.